Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring125 ohms. Technical services (ts) believes it could be due to a physiologic change due to the gradual rise. Ts recommended to increase the alert to 150 ohms and could consider a max energy shock when impedances measure 145 ohms. At this time, the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported right ventricular (rv) pacing lead impedances (pli) are high out-of-range (oor). Technical services (ts) reviewed events and found high rate-events with electrogram (egm)s showing noise. The patient was evaluated in the clinic and the noise could not be re-produced. Additionally, thresholds could not be checked due to the noise. Shock lead impedances were noted to be high oor measuring greater than 200 ohms. Pli started climbing around the same time measuring from 400-2400 ohms. Review of the most recent ventricular event there was nearly a flat line on the shock channel until anti-tachycardia pacing (atp) was delivered. It was suspected the lead is fractured. Ts recommended to program therapy off until the lead can be revised. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring125 ohms. Technical services (ts) believes it could be due to a physiologic change due to the gradual rise. Ts recommended to increase the alert to 150 ohms and could consider a max energy shock when impedances measure 145 ohms. At this time, the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported right ventricular (rv) pacing lead impedances (pli) are high out-of-range (oor). Technical services (ts) reviewed events and found high rate-events with electrogram (egm)s showing noise. The patient was evaluated in the clinic and the noise could not be re-produced. Additionally, thresholds could not be checked due to the noise. Shock lead impedances were noted to be high oor measuring greater than 200 ohms. Pli started climbing around the same time measuring from 400-2400 ohms. Review of the most recent ventricular event there was nearly a flat line on the shock channel until anti-tachycardia pacing (atp) was delivered. It was suspected the lead is fractured. Ts recommended to program therapy off until the lead can be revised. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring125 ohms. Technical services (ts) believes it could be due to a physiologic change due to the gradual rise. Ts recommended to increase the alert to 150 ohms and could consider a max energy shock when impedances measure 145 ohms. At this time, the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported right ventricular (rv) pacing lead impedances (pli) are high out-of-range (oor). Technical services (ts) reviewed events and found high rate-events with electrogram (egm)s showing noise. The patient was evaluated in the clinic and the noise could not be re-produced. Additionally, thresholds could not be checked due to the noise. Shock lead impedances were noted to be high oor measuring greater than 200 ohms. Pli started climbing around the same time measuring from 400-2400 ohms. Review of the most recent ventricular event there was nearly a flat line on the shock channel until anti-tachycardia pacing (atp) was delivered. It was suspected the lead is fractured. Ts recommended to program therapy off until the lead can be revised. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported. Additional information was received which reported this right ventricular (rv) lead was fractured. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances measuring 125 ohms. Technical services (ts) believes it could be due to a physiologic change due to the gradual rise. Ts recommended to increase the alert to 150 ohms and could consider a max energy shock when impedances measure 145 ohms. At this time, the rv lead remains in service. No adverse patient effects were reported.